Manufacturer narrative:
D10 concomitant products: unknown progrip, unknown progrip mesh product (lot#:unknown), unknown mesh, unknown mesh product (lot#:unknown). Nadia a. Henriksen, mads marckmann, mette willaume christoffersen, kristian k. Jensen, cost analysis of open versus robot-assisted ventral hernia repair ¿ a retrospective cohort study, 2024, hernia (2024) 28:1823¿1829. Https://doi.org/10.1007/s10029-024-03089-7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the cost of robot-assisted and open ventral and incisional hernia repair between 2017 and 2023. There were 100 patients who underwent robot-assisted ventral hernia repair and 100 patients who underwent open repair. In the robotic group, the company's self gripping mesh was used on 83 patients. In the open group, the company's self fixating mesh was used on 46 patients. The company's composite mesh was used in 2 patients and the company's monofilament mesh was used in 8 patients. Postoperative complications included deep infection requiring reoperation re-admissions were also reported. Cost analysis of open versus robot-assisted ventral hernia repair ¿ a retrospective cohort study; nadia a. Henriksen; 2024; springer nature.